Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. No intervention has beep performed to resolve the event. The patient was in stable condition and will continue to be monitored.